Manufacturer narrative:
(B)(4).

Event description:
It was later reported the patient&#38112;pump malfunctioned and shut off. There was a bad electrical storm and they thought the lightening may have turned the pump off and put it to safe mode. The patient went through horrible withdrawal for a week and she thought she was going to die. At the time of report, the patient was getting 75% pain relief after the pump replacement and could not say enough good things about the pump therapy.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional via the clinical study. The device diagnosis was a pump motor stall, date of test was (B)(6) 2015, device was placed into safe mode. The clinical diagnosis was pain in joint, pelvis/thigh, the patient reported pain recurrence, date of test was (B)(6) 2015. The patient experienced lumbar radicular pain- stated that pain had increased. Patient stated that on (B)(6) 2015 she heard the pump alarm sounding off, her pain increased, and she started having "flu like" symptoms. Since then, the alarm continued to sound. The patient called in on (B)(6) 2015 and was told to come in on this report date for evaluation. The pump interrogation indicated that her pump was put on a "safe mode" and turn her pump to minimal flow rate on (B)(6) 2015. The manufacturer was called for assistance, however, they were unable to get it out of "safe mode" for a reprogramming so the pump continued to run on minimal flow rate. The event resulted in an unscheduled clinic or office visit the pump was explanted/replaced on (B)(6) 2015 and returned to the manufacturer the event was resolved without sequelae on (B)(6) 2015. The event was related to the device or therapy and not related to the procedure the patient experienced increased pain

Manufacturer narrative:
Analysis of the device revealed a high current drain anomaly with the hybrid (circuit board) of the device. The pump contained dilaudid, bupivacaine and fentanyl. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned and underwent routine analysis.

Event description:
Additional information was reported by the healthcare professional on (B)(6) 2016. The pump was used to deliver bupivacaine (10mg/ml at 6.49 mg/day), dilaudid (1.8 mg/ml at 1.1683 mg/day), and fentanyl (2000 mcg/day at 1298.1 mcg/day). It was also noted that the patient recovered without permanent impairment.

Event description:
It was reported that telemetry confirmed a critical alarm due to safe-state occurring. The patient had heard a non-critical alarm one week prior to the report and had vision changes. The logs showed safe state occurred on (B)(6) 2015 at 16:42. There were no other events in the logs. The patient had nausea, profuse sweating, dizziness, and withdrawal symptoms. The health care provider (hcp) was going to program the pump out of minimum rate mode on the day of the report. The hcp tried to update the pump two different times and both times, it would go immediately back to safe-state. The hcp tried updating back to ¿simple continuous¿ and also to ¿stopped pump¿, but both times an attention dialogue box appeared that the pump was in safe-state. It was noted that the hcp had no confidence in the pump. The pump was infusing fentanyl, hydromorphone, and bupivacaine. Additional information received reported that the safe-state was continuous and the alarm would continue to go off. The hcp requested the code for the pump-off mode so the patient wouldn't have to hear the alarm anymore. Additional information received reported that the pump was replaced on (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon device return, analysis of the pump found a general anomaly with the hybrid. Additional analysis will be completed. A follow up report will be submitted when further analysis is available. (B)(4).